Event description:
During an unspecified gynecological procedure, the staples did not lodge into the tissue. The surgeon manually suture the vaginal cuff. The hosp reported that no pt injury had occurred.